Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient was hospitalized on (B)(6) 2025 due to hyperglycemia. The blood glucose level was 450 mg/dl at the time of event and the patient got treated with manual injection. Length of hospitalization is for 4 hours no further information available.

Manufacturer narrative:
E1: patient city :(B)(6), patient country: united arab emirates.